Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported the reservoir in the compartment was loose. The customer tried to tighten the reservoir and it fell out. The part that locks the reservoir into place is chipping, rough and the customer is using tape. The customer reported cracks in the battery compartment and on the opposite side from the corner to where the mechanics are. The customer did troubleshooting the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer states the first the blood glucose level was low at 80 mg/dl. The customer declined troubleshooting for the low and treated with glucose tablets, orange juice and peaches. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime test, excessive no delivery test, and rewind test. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tube lip.